Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not synchronizing the data. A field service engineer (fse) changed the speed duplex without success, attempted to start bd data synchronization services which did not remain running, reimaged the station with all functions working except the application auto-launch, and repeatedly uninstalled and reinstalled the remote support service (rss) component manager but was still unsuccessful. The fse engaged the technical support specialist to resolve an application launch issue, during which the tss connected remotely and corrected the rss configuration, successfully restoring functionality. As part of the support activities, the database was relocated to the d: drive, encrypted, set to the simple recovery model, and a simple maintenance plan was configured within rss. The system functioned as intended after technical support specialist and field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, data synchronization issues were encountered, and data was not synchronizing. Attempts were made to connect the machine to different network ports without success. Additionally, the remote smart service (rss) was reported as offline. However, there were no delays, adverse events or injuries reported based on this event.